Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal part of the pipeline would not open, and the device became stuck in the distal part of the phenom catheter during resheathing. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the left internal carotid artery. The max diameter was 5.3mm, and the neck diameter was 4.1mm. The landing zone was 3.75mm distal and 5mm proximal. The vessel tortuosity was moderate. The access vessel was the left internal carotid, which was 4.7mm in diameter. Dual antiplatelet treatment was administered. It was reported that the pipeline was expanded a little within m1. The distal tip did not open, but the part about 3mm in front opened a little. After performing full resheath once, the deployment started from about before the posterior communicating artery, but the distal tip did not open. Push and pull were repeated, but it did not open easily. Even though full resheath was performed once and they tried to deploy it again, the wire was very hard and it did not move. The deflection was taken off the catheter and navien was raised distally, but the wire still could not push it. The microcatheter had not been pulled back to eliminate the slack. A strong resistance was felt, so the pipeline and phenom were retrieved and replaced. It was noted that the catheter was damaged/accordioned in the distal part of the shaft. The delivery pusher was not damaged. Angiographic results post procedure were normal, and the patient did not experience any injury. The devices were prepared and hydrated according to the instructions for use (IFU).

Event description:
Additional information received indicated the pipeline had not been placed in a vessel bend when it failed to open.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.